Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced vaginal odor, constant urinary leakage, incontinence; and kidney, lower back and left leg pain. The device remains in the patient. Therefore, no failure analysis is available.